Event description:
It was reported that electromagnetic interference was observed on the right ventricular (rv) and right atrial (ra) leads. Short interval counts (sic) were also observed on the rv lead. The source of the exposure is to be investigated and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing due to emi (electromagnetic interference)/noise. Beginning 2014-09-04, sensing integrity counts up to 20 were observed as well as non-sustained episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592-53 lead implanted (B)(6) 2010; 4092-58 lead implanted (B)(6) 2010. (B)(4).